Event description:
Caller reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, guiding the caller through the process. After resetting, the pump did not display the cgm error again, and the caller successfully started their sensor session.